Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has had issues with a few reservoirs. The customer indicated that when the set is changed, the screw pushes the insulin out in a stream. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was unable to troubleshoot and was advised to call back when able so that assistance can be provided. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.